Manufacturer narrative:
B3: event date (year) corrected from 2020 to 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 06-sep-2007, UDI#: (B)(4). (B)(4) refers to the re-implantation of the previous pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on 2020-mar-27 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The patient's pre-operative diagnosis was failed back syndrome with an expired pain pump. It was reported that the patient's expired pump was inadvertently reimplanted on an unspecified date. On (B)(6) 2020 the patient was brought back to the operating room and was again prepped and draped in the usual fashion again. Timeout was performed per hospital protocol and antibiotics were not readministered. After full prep, (B)(6) scissors were used to carefully remove the previously placed 5-0 dexon 4-0 vicryl and interrupted 0 vicryl sutures as well as the silk ties. The old pump was then removed in the appropriate fashion and aspiration was attempted from the side port without success. It was noted that "may be we did get 10th of a cc." They then had access off the table to the new pump that was supposed to be implanted in the previous case. Using alcohol followed by chlorhexidine prep maintaining meticulous sterile technique, approximately 7-1/2cc of clear fluid were aspirated from that pump. Continuing to use meticulous sterile technique, the hcp then used the appropriate filter to re-insert that medication into the second br and new pump. The new pump was then connected to the old catheter using the appropriate technique and a 0 silk tie. The hcp was again unable to aspirate from the side port. The pump was placed back in the site in its usual location and was secured with 0 silk sutures again. The area was irrigated with bacitracin solution and then the site was closed with 0 vicryl interrupted sutures 2-0 running vicryl four-0 dexon silver derm dressing and a tegaderm dressing. All counts were correct in the operating room (or) and the patient was taken to the recovery room where they were noted to be in excellent condition. Prior to closing the incision the hcp injected the patient with 10cc of half percent marcaine along the incision line. The patient was comfortable and in good condition. Upon discharge, the patient was given detailed discharge instructions to include follow-up the next day for an incision check, how to take antibiotics, and how to manageand care for the wound. A manufacturer representative ensured that the program was appropriately working in the new pump and the patient was discharged to home in good condition. The patient was to notify the hcp by phone if any complications occurred. No further complications were reported or anticipated.